Manufacturer narrative:
Complaint conclusion: as reported, during a balloon pulmonary angioplasty (bpa) case, an aviator plus (.014 5.5x20 142cm) was inflated, but it ruptured. It was unknown how the procedure completed; however, the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The device was prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion with the guiding sheath. The device did not have to pass through a previously placed stent. The catheter passed through an acute bend. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17480983 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion with difficulty crossing the lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a balloon pulmonary angioplasty (bpa) case, an aviator plus (.014 5.5x20 142cm) was inflated but it ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The device was prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion with the guiding sheath. The device did not have to pass through a previously placed stent. The catheter passed through an acute bend. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
A device history record (DHR) review of lot 17480983 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a balloon pulmonary angioplasty (bpa) case, an aviator plus (.014 5.5x20 142 cm) was inflated but it ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown.